Manufacturer narrative:
Richard wolf medical instruments corportation (rwmic) will request additional and missing information from the user facility and manufacturer; a follow up report will be submitted to the FDA upon receipt of such information. Rwmic considers this case open.

Event description:
On (B)(6) 2018, the user facility reported the following: "pieces of the 22 fr resectoscope tip sheath broke in patient during procedure. Pieces had to be retrieved/removed." Will the device be returned? Yes was the device being used during a procedure when the issue occurred? Yes specifically, was the device being used on a patient when the issue occurred? Yes was there any injury or illness to patient or other personnel due to issue? No did the issue cause a delay in the procedure being performed that put the patient at risk? Unknown. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new and changed information: new information: the following fields have new information: event, if follow-up, what type and recall (if recall number is given) or correction/removal number. Changed information: the following fields have changed information: date rec¿d by MFR, PMA/510k,device evaluated by MFR. Device labeling was reviewed for patient and device codes, see below: patient code: no applicable, no patient problem was reported. Device code: device labeling was reviewed, the following cautions, warnings, and checks were found: caution! Do not combine products incorrectly! Injuries of the patient, user or others as well as damage to the product are possible. The different products may only be used together if their intended uses and the relevant technical data (working length, diameter, peak voltage, etc.) Are the same. Caution: the products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Caution: be careful if products are damaged or incomplete! Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Visual check products and accessories for damage, sharp edges, loose or missing parts and rough surfaces. Check the insulation with particular care. Warning! Danger of injury! Incorrect handling, e.g. Fall, shock, blows or similar mechanical loads can cause hair cracks and / or spalling of the ceramic coating in the distal area of the resectoscope sheath. Injuries of the patient, user or third parties are possible. Mind surface changes and ensure safe handling. Do not use damaged resectoscope sheaths, return damaged sheaths for repair. Attempts were made to collect additional/missing information from the user facility, but no additional information could be provided. Additional attempts will be made to collect device information from the manufacturer. Rwmic considers this matter open. Follow-up reports will be submitted as required.

Event description:
User facility returned the device to richard wolf medical instruments corporation (rwmic) on september 11, 2018, and the evaluation was completed on september 27, 2018. The device appeared to be used and the ceramic tip was broken. Visual testing was conducted and the reported condition was verified. The product damage may have resulted from being used with a laser. A manufacturing issue was not identified.

Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) considers this case closed. In the event that rwmic receives additional information a follow up report will be submitted to the FDA.

Event description:
Follow up #2 to report new information to FDA.